Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 4.1, lab: 11.0. Therapeutic range: 2-3. Time between tests: 5 minutes. Nurse was unable to provide coumadin dosage taken at time of test. Coumadin dosage was changed to 6 mg on (B)(6) after the test results.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the information available, there is no indication of a product deficiency. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established.